Manufacturer narrative:
The product analysis indicates that the reported issue could not be verified as the handpiece was not running upon return and could not be tested. The handpiece could not be repaired due to graphics that were out of specification. The handpiece will be scrapped.

Event description:
It was reported that the handpiece was hot after the case. There was no injury reported as a result of this event.